Manufacturer narrative:
Product evaluation: the lens was not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported a patient that did not see well following an intraocular lens (iol) implant procedure. The lens was removed. Additional information has been requested.